Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the distal rca with mild tortuosity and moderate calcification and 90% stenosis. No abnormalities were noted in the patient¿s anatomy. The device was removed from packaging with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated. Resistance was noted, and excessive force was not used. It was reported that the stent failed to cross the lesion. The delivery device was removed, and it was noted that the stent was no longer on the balloon. Upon fluoro inspection, it was determined that the stent was dislodged, and it was on the end of the wire inside the guide catheter. The physician pulled the wire and the guide catheter back slowly. The stent then dislodged of the end of the wire in the distal aorta. A snare was used, and the stent was removed from the patient. No further patient complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.